Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-30635. It was reported that the patient had an unsuccessful trial with two drg leads at s3 and the physician opted to retrial the patient for a drg system. In turn, the patient underwent surgical intervention on (B)(6) 2020. During the procedure, it was observed that one of the drg trial leads at s3 had broken off. As a result, both existing leads were explanted and replaced. Reportedly, effective therapy was established postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.